Event description:
It was reported that while in the theatre the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the femoral artery. The driveline tubing connector only registered 5cc on the pump (acat1). After removing and reinserting the connector a second and third time, the connection varied between 5cc, 50cc and 60cc above the helium bar graph. The pump failed to purge and the iab was removed. The md inserted another iab successfully.

Manufacturer narrative:
F/u report will be filed if additional info becomes available.